Manufacturer narrative:
The meter was returned and investigated. Performed visual inspection and observed black spot on meter's lcd display and printed circuit board (pcb) and black substance near the battery terminals and near the inner part of meter casing. The meter has been sent for further investigation. An additional supplemental report will be sent once new information is obtained.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Upon extended product investigation, there was evidence that may suggest an electrical short circuit may have occurred. However, no root cause can be determined due to the absence of the original battery.

Event description:
Customer reported they inserted a test strip into the port of their adc blood glucose meter and then heard a pop and saw a spark. There was no report of death, serious injury or mistreatment associated with this event.